Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal, worn uso seal, scratched lcd lens, and a scratched rear label. There was no applicable evidence in the event history log. Functional testing was able confirm the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited downstream occlusion (dso) seal degradation. The product fault occurred before infusion and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement, and no patient harm.